Manufacturer narrative:
The investigation determined that higher than expected, non-reproducible vitros na+ results were obtained from a single non-vitros biorad multiqual liquid assayed control, lot 46040 fluid using vitros chemistry products sodium (na+) slide lot 4216-1188-1616 on a vitros xt7600 integrated system. The assignable cause of the event is an instrument performance issue. A diagnostic vitros na+ within-run precision test was outside of the acceptance criteria indicating a performance issue with the potentiometric subsystem of the vitros xt7600 integrated system. An ortho field engineer has been sent on site to perform necessary service actions to return the potentiometric subsystem of the vitros xt7600 integrated system back to expected performance.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected, non-reproducible vitros na+ results obtained from a single non-vitros biorad multiqual liquid assayed control, lot 46040 fluid using vitros chemistry products sodium (na+) slide lot 4216-1188-1616 on a vitros xt7600 integrated system. Biorad l1 vitros na+ results of >250 and 136.0 mmol/l vs. The expected baseline mean result of 114.3 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros na+ results were obtained from non-patient quality control fluids, however, the customer stated that patient sample results were also affected. However, no specific data concerning patient sample results was provided. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).